Event description:
It was reported that the 9800 system locked up in subtraction mode with no way to revert back to normal fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The disk drive and disk drive cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.